Event description:
A continuous glucose monitor sensor (the disposable part) stopped working after only 5 hours - it is supposed to last 7 days. The error said sensor updating then change sensor. I have reported this to the manufacturer. However, in this same lot, I have had issues with 4 of 5 of the sensors where they do not last the stated time. The prior one lasted just over 4 days, and the other two lasted 5 of 7 days. Same message on the device for me. Reference report: mw5163367, mw5163368, mw5163369.